Event description:
Reportedly, a 23mm model aortic valve was explanted after an implant duration of 56 months (4 years 6 months) due to the patient presenting with worsening shortness of breath on exertion. The operative report indicated the echocardiogram showed severe prosthetic aortic valve stenosis. The coronary artery angiogram showed severe native coronary artery disease. At explant, the leaflet of the prosthetic valve looked calcified.

Manufacturer narrative:
Evaluation summary: customer report of stenosis could be confirmed. Leaflet 1 had a torn area, approx 9mm x 7mm, leaflet 2 had a torn area at commissure 2 approx 5mm x 6mm. Torn areas were not returned with the device. Leaflet 1 had a tear at commissure 2, approx 6mm in length. Leaflet 3 also had a tear at commissure 1, approx 6mm in length. Calcification was observed at the regions of the tears. Minimal to moderate calcification was observed in the cusp area of leaflet 2 and minimal calcification was observed in the cusp area of leaflet 1. Calcification restricted mobility in leaflet 2 and led to stenosis. The free margins of leaflets 2 and 3 exhibited minimal to moderate calcification. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Wireform was exposed on the inflow aspect, midpoint of leaflet 3 to the midpoint of leaflet 1. The x-ray demonstrated calcification, wireform between commissure 1 and 2 also appeared bent outwards. The customer's report of stenosis was confirmed and the root cause was determined to be calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The leaflets of the valve were reported to be calcified. The coronary artery angiogram referenced severe native coronary artery disease. The device is reported as available for return but has not been received.